Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was delayed in responding to touch. There was no reported impact to the customer¿s blood glucose. Reportedly, the customer applied more force to the button to resolve the issue.